Event description:
A (B)(6) male patient's mother called zoll customer support to report that the patient's monitor would not power on properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been investigated. Upon investigation the monitor would not power on properly. The cause was extensive corrosion on the computer/ analog board, the high voltage board and the tabletop board. The root cause for the corrosion was unable to be positively determined, but was likely ingress of an unknown liquid. No adverse event resulted from the corrosion. The patient received a replacement monitor.